Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n059986, implanted: (B)(6) 2006, product type: accessory. Product ID: 8590-1, lot# n058326, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, lot# j10838r61, implanted: (B)(6) 2001, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving compounded baclofen 500 mcg/ml at an unknown dose via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. It was reported that the patient missed a refill and the empty pump alarm was occurring. The pump was reported to have gone empty on (B)(6) 2015. This was the first time the patient was seen by this hcp. The pump was refilled by the provider. The patient had no symptoms of withdrawal as the patient had been given po baclofen. The patient's other medications, pertinent medical history, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.